Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner cable was damaged. A field service engineer replaced the damaged scanner cable and verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es scanner did not scan medications. The customer reported that scanner light was strobing but did not scan any medications not able to refill pyxis, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.